Event description:
"Atrial events appear to be falling in blanking at times possibly triggering at/af device classified termination of at/af detected event(s) and does not appear to impact the device function or performance. Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing." This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).